Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to reproduce the reported issue. The fse attached the trainer and balloon to the iabp and let it run overnight. The fse returned to the customer¿s site the following morning and the iabp unit was still functioning correctly. No repair was performed. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while prepping the cardiosave intra-aortic balloon pump (iabp), it was discovered that the unit was not pumping. There was no patient involvement; thus, no adverse event was reported.